Event description:
During an ercp procedure and stone removal, the physician used a tri-ex extraction balloon with multiple sizing. The stage at which the balloon was used in the procedure was requested from the reporter, but was unable to be provided. Upon removing the balloon from the patient's bile duct, the balloon ruptured. Early in the procedure, the physician observed an unknown material, possibly balloon material, blocking the patient's bile duct, prohibiting stone removal. After several removal attempts, the physician was able to release the obstruction and remove the stone. The unknown material was left to pass naturally at the physician's discretion. Post procedure, the patient's condition was reported to be good.